Event description:
This event was captured based on literature review of the following publication: (catheterization and cardiovascular interventions, 2013, 81:717-718): editorial comment: "coronary stent graft: 'a device in need is a device". It was reported that the event involving a (B)(6) male who presented with a giant right coronary artery (rca) aneurysm due to kawasaki disease and received two jostent graftmaster covered stent systems (reported under another manufacturer report number) provides an opportunity for the discussion of the use of jostent graftmaster devices to treat emergent coronary artery aneurysms as an alternative to surgical bypass grafting. In this editorial, the following general comment regarding the use of jostent graftmaster devices was expressed: it has been observed that a fore-shortening of the covered stent grafts (including jostent graftmaster covered stents) by approximately 10% occurs when expanded to treat perforations or aneurysms. There were no reported adverse patient effects associated with the reported fore-shortening. No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated as date of publication. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.